Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient turned off their implant at the end of 2015 because it did not help their bladder. The patient requested information on whether they should have the implant removed or what they should do, and what the implant does in their body. It was reviewed with the patient that the ins sits in the body and does nothing. The patient was recommended to follow up with their healthcare provider¿s office for the next steps.